Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they received the open book image on the insulin pump screen. Customer stated that there was no other insulin pump error before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error or open book image noted during testing. Device passed self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, found electronic stack with moisture damage. Motor and force sensor also had moisture damage.